Manufacturer narrative:
Concomitant products: 5071-35 lead implanted on (B)(6) 2020; 900sfc226 heart band implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was plugged into the atrial port. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.